Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer on 8/16/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results from meter to meter comparison of 61 mg/dl using truemetrix meter and 106 mg/dl using another device. Customer has only been using the truemetrix meter for a week and she is not sure what her normal glucose range should be. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 130 mg/dl and 132 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).